Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2020-01862. It was reported that one of the leads migrated and, in turn, patient experienced partial loss of therapy. As a result, patient underwent surgical intervention on (B)(6) 2020, wherein the migrated lead was repositioned to address the issue. Effective therapy was restored postoperatively. It is not known which lead had migrated, so both leads are being reported.